Event description:
The pt was implanted with a left ventricular assist device. The clinician at the hospital reported that the pt has a chronic driveline infection. It was noted that the etiology of the driveline infection reported to be showering.

Manufacturer narrative:
The pt remains ongoing on lvad support and no further issues have been reported at this time. A supplemental report will be submitted upon completion of the MFR's investigation.

Manufacturer narrative:
Based on the information available to the manufacturer, the reported event could not be confirmed. However driveline infection is listed as an adverse event that may be associated with the use of the left ventricular assist system. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information: the patient was given antibiotics for the infection and remains ongoing on lvad support.